Event description:
It was reported that a skin reaction occurred. On (B)(6) 2025, the patient experienced systemic allergic contact dermatitis with three consecutive sensors and this record captures the first sensor event. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with antibacterial soap, warm water, skin barrier wipes, anti-perspirant, and afrin nose spray. First sensor (B)(4) the patient developed skin discoloration, itching sensation, and hives at the insertion site and then it started to spread into his armpit and to the shoulder and down to the elbow. The symptoms occurred on the 10th day ((B)(6) 2025) at the end of the sensor session and he removed the sensor and inserted a new sensor (sensor number 2). He mentioned he also had sensitivity to the omnipod pump adhesive, but did not report any underlying health condition. The patient self-treated with over the counter oral antihistamine tablets (loratadine, zyrtec, and pepcid) and a topical steroid medication (hydrocortisone 4 percent cream). The patient did not specify if the symptoms subsided after the treatment and/or if they were intermittent. Second sensor (B)(4): (B)(6) 2025, the patient developed severe symptoms (change in voice and difficulty breathing), and the hives spread from the sensor insertion site, bilateral arms, the chest, and to his face and head which prompted him to go to the emergency department. In the ed, he was diagnosed with allergic contact dermatitis and was administered intravenous (IV) benadryl 50 mg, and intramuscular (im) cortisone injection (unspecified dosage) medications. He was discharged home three hours later and was advised to remove the sensor, follow up with his primary care physician, and to consult with an allergist. The patient confirmed finishing the full 10 day sensor session despite experiencing the systemic reaction. Third sensor (B)(4) during the report, the patient mentioned he was in an active sensor session and experienced the same skin symptoms on (B)(6) 2025 but continued to use the sensor. The patient provided a photo of the third sensor insertion site during the interaction. The photo shows the wearable 100 percent attached on the back of the left upper arm and there is only slight redness around the overlay patch perimeter. On (B)(6) 2025, the patient emailed another photo of the third sensor insertion site. The photo shows redness and inflammation in the shape of the sensor and overlay patch footprint on the back of the upper arm. The patient mentioned in the email he had to remove the sensor ¿today¿ due to the sensor was in ¿status mode for three hours¿ and was prompted to remove the sensor and that was the last sensor he had on hand. On the same day, dexcom's technical support made follow up contact with the patient and confirmed the skin reaction at the third sensor insertion site still has not subsided and the (B)(6) 2025, follow up primary care appointment was cancelled due to the clinic¿s computer issues and he was awaiting a new appointment and stated he would call back. Multiple attempts to contact the reporter were made; however, no other details were obtained. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 3 reports of skin reaction. Related records: (B)(4) (not reportable).